Event description:
A report was received that the patient had some discomfort at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well post operatively.